Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of use with gouges/cuts in the border of the instrument. A crack was seen in the stem of the instrument. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is attributed wear and tear from repeated use of the instrument for more than 15 years. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the device was returned to the territory office with cuts in it and a crack in the stem.